Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Patient information: unknown. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).